Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physicians preference. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was receive that the patients scs device was non-functional. The patient will undergo an ipg replacement procedure.

Event description:
A report was receive that the patients scs device was non-functional. The patient will undergo an ipg replacement procedure.